Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) would not deliver current to the hemopro device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on (B)(6) 2019. An investigation was conducted on (B)(6) 2019. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The device was evaluated for its electrical function according to the service manual section d- ¿functional tests¿ using a precision multimeter and a 0.62ohm resistor hemopro power supply test box. The test box uses the 10k ohm resistor that is built into the hemopro cable. The device passed all tests, the green light indicator on the power supply turned on and the beeping tone was heard as soon the switch was turned on. The results of the test are as follows: measured no load voltage test: 5.54 vdc pass (requirement: 5.5 vdc +/- .05 vdc) measured low current output test: 3.98 vamps dc pass (requirement: 4.0 +/- .05 amps dc) measured high current output test: 5.96.0 amps dc pass (requirement: 6.0 +/- .05 amps dc) no electrical failure was observed. Based on the return condition of device and the investigation results, the reported "electrical issue" was not confirmed. This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Manufacturer narrative:
Trackwise (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4). Would not deliver current to the hemopro device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.